Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing high blood glucose of 570 mg/dl. Customer reported that insulin pump did not alert or alarm for bent cannula or no delivery. Troubleshooting was performed, and customer was advised that insulin flow was not blocked. Customer treated high blood glucose with bolus and declined troubleshooting for high blood glucose. Insulin pump is not expected to return for failure analysis.